Manufacturer narrative:
Comments from the surgeon: poor skin condition of the patient might be one of the causes of this adverse event. This adverse event might be preventable, if we had paid more attention to the patient's skin condition and recommended the patient to take care of the skin. The device history record was reviewed, and no irregularities were noted. Since sterility of this product is assured by sterilization validation, we would be allowed to rule out the possibility of this product directly causing infection. We suppose that some factor related to postoperative management caused this adverse event. The osferion bone void filler package insert states in the following section: adverse events: infection. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent one-stage surgery consisting of medial meniscus repair and around the knee osteotomy (ako) for the patient's left knee. The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws (hereafter, metal implants) and filled the space created after the osteotomy with artificial bone (hereafter, this product). About three months after the surgery, the surgeon noticed that the patient developed infection at the surgical site. The exact date when the infectious findings appeared was unclear, because the surgeon had not checked the surgical site for more than six weeks. The surgeon had instructed the patient after the surgery to refrain from activities posing the risk of causing infection. The patient had none of underlying diseases, complications and past diseases having a close relation with infection. However, the skin condition at the surgical site was rather poor because the patient had dry skin. The surgeon decided to carry out reoperation. Since bone union at the osteotomy site had not yet been achieved, the surgeon selected the following treatment methods: first, removing the infected tissue (debridement) located in around the anterior and middle part of the lower leg which spread from the superficial layer of the skin to the level of metal implants, irrigating the surgical site, and then fixing the osteotomized bone with metal implants anew. The surgeon reused the bone plate implanted during the first one-stage surgery after disinfection with isodine, while replacing the bone screws with new ones. The patient was subjected to continuous local antibiotic perfusion (clap) after the reoperation. Cultivation test detected staphylococcus aureus. The surgeon therefore administered vancomycin to the patient.